Event description:
Service support reported that they replaced the stretcher's brakes and the sponges for the customer.

Manufacturer narrative:
Additional info has been requested by the manufacturer. A follow-up report will be submitted in the future.